Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was calibrated to resolve the issue. No patient information available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in over delivery of tidal volume during a case. There was no patient injury.